Event description:
Revision hip surgery was performed due to disassociation of subject femoral hip head from bipolar shell component. Catalog # 85-8243, mfg report no.1219655-1997-00029 and bipolar liner component, catalog #85-8205, mfg report no.1219655-1997-00030.

Manufacturer narrative:
H3- review of production batch records for the device found spec requirements to have been met. In addition, returned device was dimensionally inspected and found to meet spec requirements. No further investigation is planned.